Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia / excessive bleeding') in a 38-year-old female patient who had essure (ess205) (batch no. 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, haemorrhoids, uterine bleeding, endocervicitis, dysplasia, right upper quadrant pain, gastrooesophageal reflux disease and vaginal lesion. Concomitant products included ibuprofen, oral contraceptive nos, progesterone (progestin) and progesterone (prometrium). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), hot flush ("hormonal changes describe: hot flashes") and night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2007, the patient experienced migraine ("migraine"), nausea ("nausea"), dental caries ("dental problems: brittle teeth that began to decay"), pain in extremity ("neurological conditions or problems type: left arm pain"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), vision blurred ("vision/eye problems type: blurred") and teeth brittle ("dental problems: brittle teeth that began to decay"). On (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), 7 years 10 months after insertion of essure (ess205). In (B)(6) 2013, the patient experienced kidney infection ("infection (other); describe: kidney"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and hernia ("hernia"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy: stillbirth/miscarriage/pregnancy (termination)"), pelvic pain ("pelvic pain"), abdominal pain lower ("pain-lower abdomen") and complication of device removal ("the part left inside - when tubes were removed, only the left essure coil was located") and underwent appendicectomy ("appendectomy"). The patient was treated with 3 teeth extracted and surgery (ablation on (B)(6) 2009, salpingectomy (bilateral), surgery on (B)(6) 2015 and hernia appendectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, urinary tract infection, fatigue, migraine, weight increased, hot flush, cystitis, kidney infection, urinary tract disorder, bladder disorder, nausea, dental caries, pain in extremity, paraesthesia, hypoaesthesia, hernia, vision blurred, teeth brittle, night sweats, appendicectomy and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, appendicectomy, bladder disorder, complication of device removal, cystitis, dental caries, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hernia, hot flush, hypoaesthesia, kidney infection, menorrhagia, migraine, nausea, night sweats, pain in extremity, paraesthesia, pelvic pain, pregnancy with contraceptive device, teeth brittle, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for migration current weight 186 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: left ovarian complex cyst, chronic active endocervicitis, mild dysplasia, right upper quadrant pain, gerd (gastroesophageal reflux disease), vaginal lesion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, pelvic pain, migraine, vaginal discharge, menorrhagia, dysmenorrhea, hernia, hot flashes, night sweats, abdominal pain, dyspareunia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia / excessive bleeding') in a 38-year-old female patient who had essure (ess205) (batch no. 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, haemorrhoids, uterine bleeding, endocervicitis, dysplasia, right upper quadrant pain, gastrooesophageal reflux disease and vaginal lesion. Concomitant products included ibuprofen, oral contraceptive nos, progesterone (progestin) and progesterone (prometrium). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), hot flush ("hormonal changes describe: hot flashes") and night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2007, the patient experienced migraine ("migraine"), nausea ("nausea"), dental caries ("dental problems: brittle teeth that began to decay"), pain in extremity ("neurological conditions or problems type: left arm pain"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), vision blurred ("vision/eye problems type: blurred") and teeth brittle ("dental problems: brittle teeth that began to decay"). On (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), 7 years 10 months after insertion of essure (ess205). In (B)(6) 2013, the patient experienced kidney infection ("infection (other); describe: kidney"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and hernia ("hernia"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy: stillbirth/miscarriage/pregnancy (termination)"), pelvic pain ("pelvic pain"), abdominal pain lower ("pain-lower abdomen") and complication of device removal ("the part left inside - when tubes were removed, only the left essure coil was located") and underwent appendicectomy ("appendectomy"). The patient was treated with 3 teeth extracted and surgery (ablation on (B)(6) 2009, salpingectomy (bilateral), surgery on (B)(6) 2015 and hernia appendectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, urinary tract infection, fatigue, migraine, weight increased, hot flush, cystitis, kidney infection, urinary tract disorder, bladder disorder, nausea, dental caries, pain in extremity, paraesthesia, hypoaesthesia, hernia, vision blurred, teeth brittle, night sweats, appendicectomy and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, appendicectomy, bladder disorder, complication of device removal, cystitis, dental caries, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hernia, hot flush, hypoaesthesia, kidney infection, menorrhagia, migraine, nausea, night sweats, pain in extremity, paraesthesia, pelvic pain, pregnancy with contraceptive device, teeth brittle, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for migration current weight 186 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: left ovarian complex cyst, chronic active endocervicitis, mild dysplasia, right upper quadrant pain, gerd (gastroesophageal reflux disease), vaginal lesion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, pelvic pain, migraine, vaginal discharge, menorrhagia, dysmenorrhea, hernia, hot flashes, night sweats, abdominal pain, dyspareunia, fatigue. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs and mr received. Reporter information, lot number, concomitant drugs, medical history added. Events: hormonal changes describe: night sweats, hot flashes, abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal) type: bladder, infection (other); describe: kidney, bladder or urinary problems or changes, dental problems: brittle teeth that began to decay, neurological conditions or problems type: left arm pain, numbness and tingling; type of surgery: hernia appendectomy, vision/eye problems type: blurred, pain-lower abdomen and the part left inside - when tubes were removed, only the left essure coil was located were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue") and migraine ("migraine"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, fatigue, migraine and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: case was upgraded from other event to incident and previously reported event injury were updated to event dysmenorrhea (cramping) events dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), pregnancy: stillbirth/miscarriage, migration, uti, fatigue, migraine, weight gain, patient did not underwent essure confirmation test added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.